Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error during rewind. Alarms were noted in the device history. Customer's blood glucose was reported as normal no numerical values. The customer did not require any medical attention. No further information reported.